Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. The complaint history and product history records could not be reviewed because file was opened from a 2006 literature report. In the report, the lens was inserted with a qualified cartridge and handpiece with an unqualified viscoelastic. The material was reported on one haptic and the optic. The product investigation could not identify a root cause for the reported complaint. The file was opened from a 2006 literature report. The report concluded that the results obtained, suggest that the deposits in both cases may have resulted from crystallization of the ophthalmic viscosurgical device normally used during the loading of the iols into the cartridges. No further information is expected. (B)(4).

Event description:
In a literature report it was indicated that an intraocular lens (iol) was inserted into an eye with an audible crunching sound. White granular material was noted on the lens and in the anterior chamber. The material was partially removed with irrigation. The lens was cut in half and removed from the eye. The remaining white material was retrieved through vigorous aspiration and irrigation. Some of the material could not be completely removed from the wound. Another lens was then implanted successfully. The wound was hydrated with balanced saline solution, subconjunctival antibiotics were injected, and sodium chloride ointment was placed in the eye. The patient received an antibiotic injection was also given oral antibiotics for 10 days postoperatively. The patient developed corneal edema postoperatively at 1 week that resolved at 1 month. Half of the lens was sent for culture, and the other half was sent for further analysis. Of the part of the lens sent for culture, the result was that the lens and cartridge grew bacillus species. Additional information was requested.